Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: a trend analysis could not be performed as no reference number was available. Compatibility check the compatibility check could not be performed as no product information was provided. Review of incoming information it was reported that a surgeon observed several cases (unknown amount) of unknown patients treated with dynesys product which returned to the hospital in the past (unknown location and time) due to infection. No x-rays, pictures other documents were provided. Devices analysis: device analysis could not be performed as no product was available for investigation possible causes: contaminated device was used due to defective packaging due to inadequate storage conditions by the hospital. Possible as storage condition in hospital are not under zimmer (B)(4) control. Contaminated device was used due to unintended unwrapping of device packaging. Possible as no information provided about unwrapping of package by staff. Contaminated device was used due to explanted implant is used for new implantation surgery. Possible as no part returned and therefore cannot be excluded. Contaminated device was used due to incorrect reprocessing procedure. Possible as it is unknown if sterile or unsterile product was used which has been reprocessed. The product related to the reported event was not available for investigation. In addition, no supplemental information (e.g. X-rays, surgical reports, etc.) Was provided. Gamma sterilization specification certify the suitability of sterilization. Therefore it can be excluded that the device caused or contributed to the infection. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, xrays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the surgeon complained about a number of dynesys implants coming back years after w/infections. At the time of this report, no other info is available.

Manufacturer narrative:
Review of incoming information it was reported that the patient received a dynesys system on (B)(6) 2004 and was revised on (B)(6) 2015. Infection was suspected. No x-rays, pictures other documents were provided. This additional information does not change the previous manufacturer's assessment of the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient received a dynesis implant on (B)(6) 2004 and was revised on (B)(6) 2015 due to suspected infection.